Event description:
It was reported that during a stenting procedure, stent damage occurred. The lesion was located in the circumflex (cx) coronary artery. The liberte' monorail stent was unable to cross a previously placed taxus drug eluting stent. Upon removal, it was noted that a strut in the middle of the stent, "seemed to be flared and fractured." No other devices were able to cross the lesion. The procedure was not completed due to this event. No pt injuries or complications were reported. Pt status is reported "okay".